Manufacturer narrative:
A review of the customer's instrument image result files showed all wells of capture-r ready extend I lot dp082 resulted negative on batch (B)(4). Pi lab confirmed the reactivity of the e antigen on retention capture-r ready extend I, lot dp082, using the echo, with retention capture-r ready indicator red cell, lot 221510 and anti-e, lot dl20750. Controls performed as expected and all reagent cells exhibited the expected reactivity. Performed an antibody ID on customer's submitted sample, (B)(4), in manual capture, using cells 8-14 of retention capture-r ready-ID extend I, lot dp082 with retention capture-r ready indicator red cell, lot 221512. Controls performed as expected and all cells (e+), tested, exhibited negative reactivity. We were able to reproduce customer's observation with submitted sample. Our findings confirm that cells 8-14 of capture-r ready-ID extend I, lot dp082 are e+ and are available for antigen-antibody reaction. The unexpected reactivity appears to be unique to the nature of the customer's sample.

Event description:
Report of unexpected negative reactivity when testing a patient sample with a known anti-e with capture-r ready-ID extend I lot dp082 on the galileo echo. No adverse events occurred as a result of the unexpected negative results.